Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was performing final tightening on the locking caps from the expedium system and the torque drive stripped (distal portion of the shaft is affected, indicating that it is warned). No delay was obtained as the shaft was immediately retrieved and was not used on the patient. The same product was used in order to complete the case. As the patient was not impacted in this case, no patient information was obtained. I have nothing further to add.

Manufacturer narrative:
Device available for evaluation?, evaluation codes: additional information. Device evaluated by MFR?: corrected data. One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm4291601] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.